Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they received insulin flow blocked alarm during a bolus. The customer's blood glucose was unknown at the time of incident. The customer changed the reservoir and infusion set. Troubleshooting was completed. The alarm was caused by a connection issue. The customer. The customer's blood glucose was 435 mg/dl at the time of call. Customer declined troubleshooting for high readings. The reservoir and infusion set will not be returned for analysis.